Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the ventricular lead would not hold the initial position, and after multiple attempts, the helix would no longer retract. The lead was not used. A second lead was attempted, and also would not hold the initial position in multiple placements. The lead was eventually implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant.